Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2016. The customer reported that they were found unconscious. The customer reported that the emergency medical services came prior to hospitalization. The customer's blood glucose was 30 mg/dl at the time of incident. The customer's blood glucose was 30 mg/dl at the time of hospitalization. The customer stated that the emergency medical services administered glucose to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer declined to troubleshoot for low blood glucose. The customer's blood glucose was around 250 mg/dl at the time of call. The insulin pump will not be returned for analysis.